Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2010 in the morning prior to contacting lfs. The patient reported blood glucose readings of "357 and 306 mg/dl" with the subject meter. At the time of the allege issue, it is not known whether the patient was taking any diabetes medications or whether the patient made any changes to her diabetes management regimen. The patient claimed she was feeling dizzy and sluggish a few seconds before the alleged issue began. In spite of the symptoms, the patient denied receiving medical treatment. At the time of troubleshooting, the cca was able to verify that the patient had used an approved sample site, the patient's process for testing was correct, and the subject meter's unit of measure was correct. The patient was able to perform a quality control test; however the result obtained did not fall within the specified range on the vial of test strips. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to an adverse event. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Follow-up #1 (submission 09/24/2012)-device evaluation: lifescan received the test strips involved with the complaint and completed device evaluation on (B)(4) 2011. The returned test strips passed testing. Investigation did not confirm the alleged complaint.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) is k073231.